Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 430 mg/dl; cause was unknown. Customer attempted a bolus with the pump to address the high bg. In the ER, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the pump at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage.